Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/ lower right side") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, palpitations and cervicitis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesive disease"). The patient was treated with oxycocet (percocet), ibuprofen (motrin), solpadeine (tylenol 1) and surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure plug was placed into the fallopian tubes bilaterally with 1 to 3 coils visualized from the hysteroscope. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain and pelvic adhesions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, demographic added, events added are as follows- vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhea, dyspareunia, pelvic adhesion, outcome added and updated, concomitant condition added, treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/ lower right side') in a 28-year-old female patient who had essure (batch no. 626887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, palpitations and cervicitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesive disease"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure plug was placed into the fallopian tubes bilaterally with 1 to 3 coils visualized from the hysteroscope. Discrepancy noted in essure removal date- (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain and pelvic adhesions. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet was received. Lot number, treatment drug, reporter information, lab data date were added. Events onset date, essure removal date were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.